Manufacturer narrative:
(B)(4).

Event description:
The explanted generator and lead both had product analysis completed. The analysis of the generator verified its ability to accurately measure impedance values in all instances. A comprehensive electrical evaluation showed that the device performed according to all functional specifications. A review of the generator data showed evidence that low impedance was present prior to explant. The returned lead portions had a visual analysis performed which identified abraded openings in the outer and inner silicone tubing, which provided leakage paths for what appeared to have once been body fluids inside the silicone tubes. A condition was created by this abraded insulation where the exposed coils could have come into contact with each other. The set screw marks on the lead pin provided evidence that at one point in time a good mechanical connection existed between the lead and the generator. Other than the abraded openings and the resulting exposed quadfilar coils, no anomalies were identified with the returned lead portions.

Event description:
Additional information was received via clinic notes stating that the patient had been reportedly pulling at her lead and the physician believed she had pulled the lead from the generator, causing the low impedance.

Event description:
A physician reported that a patient had low impedance identified on a system diagnostic test. The patient had not been seen for 6 months when the low impedance message was observed. There were no patient symptoms reportedly occurring after the low impedance message was identified. The patient's physician opted not to program the device off because the patient was not having any pain. The child was reportedly very active and fell quite a bit, but there was no specific trauma thought to be related to the low impedance. No known surgical intervention has occurred to date.

Event description:
The patient underwent a full replacement due to the low impedance and the post-op impedance values were within normal limits. The explanted lead and generator were both returned to the manufacturer for product analysis. Analysis has not been completed to date.